Manufacturer narrative:
Document review: quadra h femoral stem size 2 - ref. (B)(4) / lot. 101060. The quality and manufacturing documents (batch record) were reviewed for the lot. 101060 (60 pieces produced): all parameters concerning the manufacturing process steps were found to be conforming to specifications valid at the time of production. The 42 pieces of this lot were already implanted and no other incidents were reported. Failure investigations & conclusions: the post-op x-rays are not at disposal for our analysis and we could not verify that they were perfect, as stated by the sales rep. There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty. During the revision surgery, the ceramic ball head was changed passing form a size 28 m to a size 28 l; also the double mobility acetabular liner was changed keeping the same size. These changes were not due to any malfunction of the devices, but to the new reduction of the hip decided and done by the surgeon.

Event description:
On (B)(6) 2011, a former sales rep sent an email regarding a cracked femur from a quadra surgery on (B)(6) 2011. He attached an x-ray photo of the cracked femur but did not indicate when the x-ray was taken or when the femur cracked. He stated: "this pt had surgery on (B)(6) 2011. At two days post-op, the x-rays were perfect. The implants were correctly positioned and well fixed. The surgeon will be revising this pt on (B)(6)". A revision surgery was performed on the (B)(6) and all went very well: the fracture was fixed and the ball head and the acetabular double mobility liner were changed.